Event description:
Customer reports conducting an emg study on a pt using an elite monopolar needle electrode. Post procedure, pt was seen in the emergency room and diagnosed with cellulitis at the pronator teres which was the site used to conduct the emg study. Per customer, pt was treated with antibiotics.

Manufacturer narrative:
MFR processes for the monopolar elite needle type were reviewed. There were no changes made to the MFR process that would indicate a cause for the pt's reaction during use. The device history record for lot # g1306p08 work order # 10212969 has been reviewed to find that there were not any non-conformances noted during manufacture or on later review. The product was sterilized within specified parameters.